Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during fill 4 of 5. The nurse reported that the bag fell and disconnected. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to clear the alarm. The nurse would follow-up with the doctor. Proper procedures per the user manual were reviewed with the nurse. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with a nurse regarding the alarm, it was revealed that the actual nurse (initial reporter) was no longer working at the facility. The nurse stated that she was not aware of the patient and would not be able to assist. The nurse added that there are so many patients; she would not know who this writer was referring to. No further information was provided. A search of the baxter's patient database did not locate the name of the patient provided by the nurse during initial contact.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter and a lot number was unknown, precluding further investigation. As a result, the reported issue was not confirmed and a cause could not be determined.